Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for evaluation; therefore the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2018. According to the system logs, there was no strong evidence that the endowrist vessel sealer instrument malfunctioning that would indicate improper sealing. However, there were four pedal presses recorded that lasted more than 15 seconds which are above the overall average duration. But, this does not confirm improper sealing, since the additional duration time can be due to other factors, such as patient anatomy or technique. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, it was alleged that the endowrist vessel sealer instrument stopped working when the surgeon was trying to seal. The surgeon used a back-up endowrist vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument could not seal. The customer attempted switching to bipolar ports with no success. The initial reporter stated that the procedure was completed with a back-up endowrist vessel sealer instrument with no injury or adverse event reported. Intuitive surgical, inc. (Isi) contacted the site and gathered the following additional information from an or nurse: the nurse stated that the endowrist vessel sealer instrument was working initially and then stopped. The surgical staff tried to switch into a bipolar port; however, the issue persisted. The nurse reported that the system did not generate any errors. There is no video recording of the procedure. The reporter confirmed there were no intra-operative complications.